Event description:
It was reported, following the implant of this 34mm transcatheter aortic bioprosthetic valve (tav), in a patient with severe symptomatic aortic stenosis at baseline, a post-implant balloon dilation was performed for an unknown reason. Approximately two months, one week following the tav implant procedure, moderate paravalvular leak (pvl) was identified. A plan was discussed for the patient to be brought back to the cardiac catheterization laboratory for a post-implant balloon dilation; however, the treatment was not scheduled as the implanting physician requested analysis of the post-operative computed tomography images before formulating a plan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.